Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that smoke began coming from the pump battery when plugged into a power source to charge. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.